Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged ECG "c&d" cable. The cable was pulled from the strain relief, damaging the green (+3.3v) wire. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.